Event description:
The manufacturer received information alleging a ventilator had a charging issue. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator had a charging issue. The device was evaluated at a third party service center and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.